Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a urogynecological procedure, the needle fell out of the device. It would not catch preventing it from being able to toggle. No adverse events reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The instrument was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned product confirmed the product did meet quality release specifications that were tested regarding the reported condition. A secondary condition of a misaligned flat pin was observed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A secondary condition associated with interference between an internal handle component and the green toggle lever was noted. Assembly enhancements have been implemented to address the secondary finding. Should new information become available, the file will be re-opened.